Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 10th august 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: it was observed a lens implanted in patient eye, making it visually impossible to identify through the photo the condition reported. Based on the photos provided, it is not possible to confirm the defect reported, since have poor resolution and high magnification. Based on the evidence observed and since the lens and device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. The dib00 unit was received in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were not in advanced position and in good condition. Small amounts of residues of viscoelastic material were observed on the cartridge. No damage was observed to the cartridge or to the device itself and the lens itself was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Explant date (2021 reports - explant date: not applicable, lens remains implanted, therefore not explanted. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after preparation following the directions for use (dfu) the intraocular lens (iol) was implanted into the patient's eye. The surgeon then saw a scratch at the posterior periphery left down. This is not expected to cause any issues for the patient and no interventions are planned. No additional information was provided.